Event description:
It was reported that during a pta procedure, the md had difficulty removing the balloon from the sheath. A 6f arrow sheath was used. No patient injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number is unknown. The sample was not returned for evaluation. Based on the information received, the results of the investigation are inconclusive and the definitive root cause is unknown. The IFU (information for use) states the following: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.